Manufacturer narrative:
H3 an investigation has been completed regarding the complaint of floor cushions sliding on the floor. An attempt to recreate the complaint further confirms the product delivered the intended use of the floor cushion, and slippage did not occur. The manufacturing team reviewed the product and confirmed that there were no anomalies during production. Our results confirm the floor cushions have met all specifications. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states inform resident and staff to take care when stepping on or off of the cushion to avoid tripping. Follow your facility¿s procedures for cleaning spills in patient care areas. Do not place floor cushions on or around damp or wet areas. Clean spills on, around or under floor cushions. Liquids under floor cushions may cause a slip and fall accident. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
Customer reported complaint regarding product part 6027r sliding on the floor. The date the issue was discovered is unknown and no patient incident or injury was reported.